Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance.the device is currently not available for analysis. Therefore, no conclusion can be drawn at this time. However, biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing ordesign issue. The historic performance of the product involved in the current case doesnot at this point reveal any such trend. Should additional relevant information become available, this investigation will beupdated.

Event description:
Large hematoma was found during ra lead revision. This was due to active arterial bleeder and was cauterized. Hematoma was successfully stopped and pocket was closed. No adverse patient events were reported. Should additional information become available, this file will be updated.